Event description:
Healthcare professional reported that a patient experienced a ¿vascular occlusion¿ after they were injected with juvéderm volbella® xc in the ¿oral commissures, philtral columns, vermillion body/border/cupids bow." Symptoms were noted the night of injection, "before patient went to bed, they noticed a red patch in the naso fold." Treatment is noted as 4ml hyaluronidase, 2ml hyaluronidase, and .875 augmentin. Event resolved 13 days after symptoms presented.

Manufacturer narrative:
Additional information: a review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "vascular occlusion" and "red patch" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: warnings: the product must not be injected into blood vessels. Introduction of juvéderm volbella® xc injectable gel into the vasculature may lead to embolization, occlusion of the vessels, ischemia, or infarction. Take extra care when injecting soft-tissue fillers, for example, after insertion of the needle, and just before injection, the plunger rod can be withdrawn slightly to aspirate and verify the needle is not intravascular, inject the product slowly, and apply the least amount of pressure necessary. Rare, but serious, adverse events associated with the intravascular injection of soft-tissue fillers in the face have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage leading to stroke, skin necrosis, and damage to underlying facial structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in vision, signs of stroke, blanching of the skin, or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate health care professional specialist should an intravascular injection occur (see health care professional instructions #12). Precautions: juvéderm volbella® xc should only be used by health care professionals who have appropriate experience and who are knowledgeable about the anatomy and the product for use in the lips and perioral area. Instructions for use: if immediate blanching occurs, the injection should be stopped and the area massaged until it returns to a normal color. Blanching may represent a vessel occlusion. If normal skin coloring does not return, do not continue with the injection. Treat in accordance with american society for dermatologic surgery guidelines, which include hyaluronidase injection.

Event description:
Healthcare professional reported that a patient experienced a ¿vascular occlusion¿ after they were injected with juvéderm volbella® xc in the ¿oral commissures, philtral columns, vermillion body/border/cupids bow." Symptoms were noted the night of injection, "before patient went to bed, they noticed a red patch in the naso fold." Treatment is noted as 4ml hyaluronidase, 2ml hyaluronidase, and .875 augmentin. Event resolved 13 days after symptoms presented.